Event description:
A user in sweden reported their insulin pump screen was not working, as the display remained dark and unresponsive despite troubleshooting efforts. There was no reported impact on the customer's blood glucose level, and no specific value was provided. Tandem technical support advised the user to attempt multiple charging solutions without success, leading to the decision to replace the malfunctioning pump. The customer opted not to disclose their backup therapy plan, but shipping and return instructions for the faulty device were confirmed and communicated.